Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
I was reported during continuous renal replacement therapy the stopcock became disconnected. Initially, when removing the covering, the return line stopcock became disconnected where it joined the catheter to the patient. The nurse immediately reconnected it. No air entered into the tubing. Later in the day, around noon, the patient was being repositioned and the stopcock disconnected a second time. The nurse again quickly reconnected the line. No complications occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test, clear passage and pressure test were completed with no issues. Should additional relevant information become available, a supplemental report will be submitted.